Event description:
It was reported that the catheter broke at about 25cm location from tip after insertion.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.